Event description:
It was reported by the user facility that the device disassembled during a procedure. A piece of the device fell into the surgical site and was still in the surgical site upon closing the site. The patient was brought back into surgery and the site was reopened to retrieve the component. The component was retrieved successfully. No additional adverse consequences were reported due to this event.

Manufacturer narrative:
Device not received for evaluation.

Event description:
It was reported by the user facility that the device disassembled during a procedure. A piece of the device fell into the surgical site and was still in the surgical site upon closing the site. The patient was brought back into surgery and the site was reopened to retrieve the component. The component was retrieved successfully. No additional adverse consequences were reported due to this event.